Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that that inside the sterile package, there is a small red object in the teeth of the shaver.

Manufacturer narrative:
Alleged failure: it was reported that inside the sterile package, there is a small red object in the teeth of the shaver. The failure(s) identified in the investigation are consistent with the complaint record. The probable root cause(s) could be an inadequate cleaning process and/or uncontrolled environmental conditions. The product was returned for investigation, and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that that inside the sterile package, there is a small red object in the teeth of the shaver.